Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer¿s blood glucose was 305 mg/dl at time of incident. The customer¿s current blood glucose was 285 mg/dl. The customer experienced symptoms like nausea. The customer treated with manual injections. The insulin pump will not be returned for analysis